Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the jaws of the fenestrated bipolar forceps instrument appeared to be burnt. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage on the bipolar yaw pulley to be related to the customer complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base and on the exterior of the grips.